Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic with a device that was post paced t wave oversensing on the ventricular lead. The device was reprogrammed. The patient is in a stable condition.